Manufacturer narrative:
Concomitant product(s): - model: a2dr01, implantable pulse generator (ipg); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead appears to have some atrial undersensing on some of the ventricular tachycardia non-sustained (vt-ns) episodes. The lead remains in use. No patient complications have been reported as a result of this event.